Event description:
It was reported the valve was explanted due to a large amount of vegetation consistent with endocarditis. During the explant procedure, a paravalvular abscess was observed by the left atrial appendage. There was no evidence of valve dehiscence. After the valve was removed, another 27 mm sjm bioprosthesis (model b10-27m-00) was implanted, but a paravalvular leak was observed due to an atrioventricular groove separation. The valve was removed and another 27 mm sjm bioprosthesis (model b10-27m-00) was then implanted. The pt expired in the early am the following morning.